Manufacturer narrative:
Other analysis: functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(4).

Event description:
It was reported that a "no disposable, clamp tubing" alarm message appeared on the display. So the customer turned off the pump and turn it on again, and after that, the system (the pump and the cassette) worked normally. However, one hour later, the alarm went off again. No patient injury was reported.